Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for routine follow up. Upon device interrogation an vt rhythm was observed and the patient noted experiencing palpitations during the episode. It was also noted that the rhythm was detected as bigeminy. Programming changes were made. Patient was fine after the event.